Manufacturer narrative:
Zimvie complaint (B)(4). Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
It is reported that the patient presented at the office due to implant screw loose. Tooth site # 30.

Manufacturer narrative:
Following the investigation on the returned product that was performed, it was found that the device was not a zimmer biomet product as the customer had initially reported. As a result, the prior submission (B)(4) is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.